Event description:
When the device was open to the sterile field, the clear plastic sheet that wraps around the anastomosis site was not connected to the flow probe cord. This was noticed prior to attempt to implant into patient. There was no patient harm. A new implant was opened and implanted.